Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, missing piece of the shell and crease fold. Leak test was performed and found broken on posterior. A microscopic analysis was performed which identify broken striated in the posterior side consist with use of a surgical. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a broken striated in the posterior side due to surgical damage; a missing piece of the shell due to inconclusive.

Event description:
Healthcare professional reported right side deflation. The device was explanted.

Manufacturer narrative:
Additional, corrected and/or changed data.

Event description:
Device has been explanted.